Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed large keypad assembly at the failure analysis center and determined the cause for the malfunction to be a worn off conductive material from the center dome of the on/off button switch. This intermittently shorted the switch contacts and resulted in the observed failure.

Event description:
It was initially reported that the device failed to power off unless the batteries were removed. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, it was observed that the device failed to power on with ac or dc (battery) power.